Manufacturer narrative:
The pump passed self test and displacement test. No unexpected hardware low level failure alarms noted during testing however, hardware low level failure is confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received hardware low level failures alarm during self-test. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer was able to clear the alarm. The device will be returned for analysis.